Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ineffective stimulation due to one lead having high impedances and one lead having low impedances. The patient's cervical ipg has also reached end of life. Surgical intervention was undertaken and the leads and ipg were explanted and replaced.